Manufacturer narrative:
Follow-up information received on 12-nov-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. She reported a sales representative from conceptus was present during the implantation and ensured that the coils were correctly placed. By the time she returned to have the hsg (hysterosalpingogram) test done three months post implant, she was still struggling with stabbing pain where the coils were placed and exhaustion; she was told that the placement was correct and that she was now sterile. For the past year (2014), her symptoms have grown worse and have increased to include extreme exhaustion; migraine headache; a blister like rash on her chest shoulders and upper thighs; heavy bleeding and clotting during her period; joint pain and swelling; lower back pain and swelling; tingling and numbness in hands and feet and nerve pain. She had tests done on her thyroid, had liquid from the rash tested etc with no answers. She went to the gynecologist and they found that the coil had migrated farther into her fallopian tubes, that she had cervical and endometrial polyps. Her hematocrit level was low and that she had an atypical pap smear; with the exception of her hematocrit level she has never had any gynecological problems prior to the insertion of essure. She was facing with having to have a hysteroscopy as well as having the coils and her fallopian tubes removed. The consumer also mentioned the seriousness criterion required intervention but not specified and/or assigned to one of the events. She also mentioned zyrtec as concomitant medication. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had stabbing pain where the coils were placed and the coil had migrated farther into her fallopian tubes among other non-serious events. These events, interpreted respectively as adnexa uteri pain and device dislocation were considered serious by the reporter. Device dislocation is also serious due to its medical importance. According to essure's reference safety information, these events are listed. In this particular case, the consumer stated that 3 months after the insertion of essure, she was still struggling with stabbing pain where the coils were placed. Approximately, three years later, she went to the gynecologist and they found that the coil had migrated farther into her fallopian tube. She was facing with having to have a hysteroscopy as well as having the coils and her fallopian tubes removed. Considering the positive temporal relationship and considering that there is a known risk that the device could move out of fallopian tubes, the device dislocation was regarded as related to essure. The presence of a foreign body in the fallopian tubes may cause this pain. Therefore, this pain is also related to essure. This case is regarded as incident because a surgical intervention will be required. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.